Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/07/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was located on the abdomen and was described as red, itchy, rash with bumps after insertion. Affected area was treated with cortisone, which was prescribed for a previous skin reaction. Date of medical intervention is unknown. At the time of contact, the patient was recovering. No additional event or patient information was provided.